Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the medium-large clip applier instrument would fire but there was difficulty releasing the clip. The clip would close and remain stuck in the instrument's jaws. An additional instrument was utilized to free the fired clip. The surgeon stated that no injury occurred to the cystic artery that she recalls. If the tissue was torn, she would have cauterized it and continued with the case. No photos or videos are available for review. The procedure was completed robotically.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument associated with this complaint and completed investigations. The clip applier instrument was found to have one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage.